Event description:
The reporter stated that all keypad buttons are intermittently unresponsive and sticking. He stated that the patient wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive and required excessive force in order to elicit a response. All of the keypad buttons were responding as expected and were found to spring back and click back normally. The audio bolus button was found to be unresponsive and adhesive was found underneath the button.